Manufacturer narrative:
One smiths medical cadd-prizm® vip system was returned for analysis in good condition. The device history log was reviewed and revealed that a wrong cassette alarm message occurred following latching cassette into place. The pump was visually inspected and the cassette latched; verifying the complaint and noting fluid ingression. The pump displayed a "wrong cassette" alarm message when a cassette was latched during the investigation. Based on the evidence, fluid ingression caused the "wrong cassette alarm" issue. The root cause of the issue was fluid ingression as a result of use of the device in a manner that is inconsistent with the operator's manual/instructions for use.

Event description:
Information was received indicating that a smiths medical cadd-prizm® vip system alarmed "no cassette". There were no reported adverse effects.

Manufacturer narrative:
Device evaluation: device returned in good physical condition. Evidence of reported problem in event log: wrong cassette alarm messages after cassette latched. The pump was visually inspected the reported problem was confirmed. The pump was displaying "wrong cassette" alarm message when a cassette is latched during the investigation. Visually inspected the pump and found it had fluid ingression. The "wrong cassette alarm" issue was caused by fluid ingression. What caused the reported (primary) problem: fluid ingression. Who caused the reported problem(s): user induced. The root cause of the issue was fluid ingression as a result of use of the device in a manner that is inconsistent with the operator's manual/ instructions for use.